Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported teeth shifted back to where they started, and experienced bleeding, inflammation, blisters, sensitivity, discomfort, not fitting, loose, chipped.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.